Manufacturer narrative:
Manufacturer report # 0003015876-2019-01861 was submitted in error. This is not a medical device, it is an acls training device which is labeled as not for clinical use. The device was not used on a human patient. This complaint is not considered reportable.

Event description:
The customer contacted physio-control to report that their device was unable to turn on. In this state the device may not be able to deliver defibrillation therapy if needed. There was no patient use associated with the reported event.

Manufacturer narrative:
Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that their device was unable to turn on. In this state the device may not be able to deliver defibrillation therapy if needed. There was no patient use associated with the reported event.